Event description:
A report was received that the patient was explanted because the ipg was causing the patient pain. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted because the ipg was causing the patient pain. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Correction to initial MDR field: additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Explanted ipg was not returned to bsn as it was discarded by the medical facility.